Manufacturer narrative:
Analysis was performed authorized bench repair service personnel which included visual inspection, repair and functional testing. The results of the analysis confirmed the device shows signs of arc burns on the msl port. Based on the results of the analysis, the damage/product issue was confirmed and the most likely cause of the reported problem was fluid ingress from the ruptured IV bag. The issue was resolved by replacing the msl port as well as the mainboard and msl board. After repair, the device passed all functional testing and was returned to the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a flexible module server fmx-4 indicating that while connected to the machine, an IV-bag got ruptured and the contents got into the connector where the mxl cable connects and caught on fire. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.